Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding an 8780 catheter. It was unknown if there was any environmental/ external/ patient factors that had led or contributed to the event. Diagnostics/ troubleshooting performed included that when the surgeon went to place the catheter, it had a bend in it. The hcp tried to straighten it but it was a permanent kink. The issue was not resolved and there was no patient involved in this event.

Manufacturer narrative:
D4 continuation: UDI: (B)(4); ubd: 2026-08-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6. Visual analysis identified an issue with the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.